Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the patients ipg was non-functional. The patient underwent a revision procedure wherein the ipg was replaced and a new lead was added. The patient was doing well postoperatively. The explanted ipg will not be returned since it was kept by the medical facility.